Event description:
It has been reported to us that during the heart catheter procedure following an acute myocardial infarction a perforation of the right coronary artery was noted. The physician inserted the guide catheter into the patient into the right coronary artery after an acute myocardial infarction. At some point a perforation was noted in the right coronary artery. The patient was eventually taken to the operating room for treatment, subsequently expired in the intensive care unit that same date. Packaging and the device were both discarded and will not be returned for evaluation. Additional information from the account indicates that the guide catheter did not have any known defects. The patient had a calcified lesion that may have contributed to the event. The perforation was treated using a clamp during emergency surgery. The vessel was not bypassed. The perforation was considered a grade 3 coronary perforation in the right coronary artery. The dissection occurred first, then perforation. The cardiologist believes guide catheter most likely caused the dissection and the perforation most likely caused by the stent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The actual device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. A review of the device history record did not detect any deficiencies within the manufacturing process. Device discarded - not returned for evaluation. Method/results/conclusion: the event has not been confirmed due to no product sample returned. The analysis is complete as of today (B)(6) 2012.